Manufacturer narrative:
The device was returned to olympus for evaluation. The white distal end cover was returned with the scope for evaluation. A visual inspection noted a crack on the edge of the white distal end cover (c-cap) and foreign material was noted. A microscopic inspection of the distal end was performed and noted very little adhesive left on the metallic c-body; however, no damage was noted on the light guide and objective lens. The distal end glue and threads was missing and not returned with scope. The glue at the proximal end of the scope was still intact, however; the thread underneath the glue was noted to be blue in color, which appears to be a non-olympus part and repair. Further inspection found the insertion tube found evidence of physical damage with multiple dents and buckles. A portion of the white markers and the olympus log on the insertion tube were peeled off. The exact cause could not be determined, but the use of a non-olympus part/ or service and user handling cannot be ruled out as a contributory factor to the reported event. The instruction manual warns user ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a therapeutic bronchoscopy procedure, the distal end cover of the scope broke off and fell into the patient. The device fragment retrieved by the anesthesiologist utilizing suction. There was no bleeding observed. The intended procedure was completed with the same device. There was no patient injury reported. In addition, the user facility reported the scope was inspected prior to the procedure with no anomalies found.